Event description:
It was reported that the deep brain stimulation (dbs) clinical study patients implantable pulse generator (ipg) had rotated by 180 degrees and the patient experienced ipg charging problems. It was also reported that the patient experienced loss of stimulation and pain due to the migration. The patient was hospitalized and the ipg was revised. No devices were implanted or explanted. The patient was discharged, and the event resolved. It was assessed that the event was device related, and not procedure related.